Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation. There was shrill buzz continuously when the device was turned on and the log data could not be downloaded. The evaluation found and alarm sound generated and the front panel turned off due to a defective printed circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the high flow insufflation unit had a pressure sensor failure. The issue was found after a therapeutic laparoscopic procedure. The intended procedure was completed using a similar device. There were no reports of patient harm. No delay, injury, or death was reported to olympus. The patient was not under anesthesia.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six years since the subject device was manufactured. Based on the results of the investigation, the reported event was most likely due to a defective printed circuit board. However, the root cause of the events could not be determined. Olympus will continue to monitor the field performance of this device.